Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the patient presented in the ER on two separate occasions due to dizzy spells. On telemetry, a run of non-captured beats were observed. All lead measurements were within acceptable limits. No noise or loss of capture was able to be reproduced. Oversensing due to unipolar sensing was observed and the device was reprogrammed to bipolar. It was suspected that the intermittent increased pacing thresholds were a result of the patient's condition, however, no recent medication changes were known. A pause of 10.5 seconds was observed. The patient has complete heart block and was very symptomatic. Atrial sensing and ventricular pacing was observed, however, no capture was seen at 2.5v@ 0.5ms. A revision procedure was performed. The device was explanted and the right ventricular lead was surgically abandoned. A new system was implanted without adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.